Event description:
Boston scientific received information that the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms with no capture. It was noted that the system was programmed aai for an unknown reason. The field representative noted no intervention has currently taken place and an x-ray was recommended to the physician. No further information regarding the status of this lead is known. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.